Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 2.2, 0.9, 0.9. The time between testing was a few minutes. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.